Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was not connecting during pharm guard test. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed customer complaint: yes. Attached two separate 50ml cassette, 100ml cassette and one standard administration set. All 4 cassettes triggered alarm for ¿cassette not attached properly¿ visual inspection also found damage to the front housing. Replaced front housing, latch lock. Conducted performance verification tests. Issue was not resolved, replaced pwa main board. Conducted performance verification tests. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.